Manufacturer narrative:
The product was returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker exhibited rapid battery depletion. The device was explanted. No additional adverse patient effects were reported.